Event description:
It was reported that in september, an alarm was heard; this was not confirmed by telemetry. The pt reported increased baseline pain. Over the thanksgiving holiday, the pt thought he was experiencing withdrawal as he was in pain. He thought that the catheter may have dislodged. It was also reported that the pt thought he heard a beep. The pt was seen by the healthcare professional and it was believed that a rotor and dye study was performed and the pump was fine; results of the dye study were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).